Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the calcified left anterior descending artery (lad). Predilatation was performed using a 2.5 x 15 emerge balloon. The balloon was inflated two times at 14 atmospheres per inflation. A 2.50x28mm promus premier¿ stent was selected but would not advance across the lesion. After several attempts, the physician removed the stent delivery system. An attempt to reenter lad with the balloon was made, however it was noted that the stent had come off the delivery system and was floating in the left main artery. The stent migrated down to the internal iliac and the stent was successfully retrieved and removed from the patient with the use of a snare. Following angiography examination of the internal iliac and the coronary arteries which confirmed that no other complications had occurred, the physician decided that the procedure would be determined as concluded with only an angioplasty result. No further complications were noted and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent of the device was severely stretched and distorted across its length. The stent length was measured. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A review of these specified parameters against the batch records for the crimped unit, highlighted no abnormalities. The bumper tip of the device showed no signs of damage. A visual examination of the balloon confirmed that the balloon was tightly wrapped, evenly folded and had not been subjected to positive pressure. Stent crimp marking were clearly visible on the balloon material indicating that the balloon had been crimped in the correct location during manufacturing. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the calcified left anterior descending artery (lad). Predilatation was performed using a 2.5 x 15 emerge balloon. The balloon was inflated two times at 14 atmospheres per inflation. A 2.50x28mm promus premier¿ stent was selected but would not advance across the lesion. After several attempts, the physician removed the stent delivery system. An attempt to reenter lad with the balloon was made, however, it was noted that the stent had come off the delivery system and was floating in the left main artery. The stent migrated down to the internal iliac and the stent was successfully retrieved and removed from the patient with the use of a snare. Following angiography examination of the internal iliac and the coronary arteries which confirmed that no other complications had occurred, the physician decided that the procedure would be determined as concluded with only an angioplasty result. No further complications were noted and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).